Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed dashes (---) for the base rate and the sensor. Reprogramming, emergency vvi and return to standard were all unsuccessful in restoring the parameters. Therefore, the device was replaced.